Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty recharging the ipg after losing approximately 25 pounds. The patient reported the ipg was positioned at an angle. The sjm representative met with the patient and reported the programmer would communicate with the ipg, however, the charging system would not. An x-ray was taken which showed the ipg had not flipped. The patient also reported the shallow placement at the ipg site was causing discomfort with certain positions, since the header was pushing at an angle. It was reported surgical intervention was to be undertaken due to the issues.